Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova stent delivery system (sds) with no other devices. A visual examination identified the outer sheath was kinked at the distal end of the nose cone. The inner shaft was separated 18.7cm from the distal tip. The separated ends were stretched and jagged, which suggests that the separation may be related to tensile overload. There was no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the tip detached from the catheter and thrombus occurred. Vascular access was obtained with ultrasound guidance through the right common femoral artery. The physician predilated the posterior tibial artery with multiple (2.5mm x 150mm and a 3mm x 150mm)unspecified balloon catheters with no success. The physician was able to open the proximal popliteal artery with a 5mm x 200mm unspecified balloon catheter and implanted a 6 x 150 x 130 innova stent. During the removal of the innova stent delivery system and the advancement of a 5mm x 100mm unspecified stent the tip fractured on the innova stent delivery system just outside the sheath, so the 5x100 stent was not used. A snare was used to remove the fractured portion of the innova stent delivery system from the patient. A 4 x 80 balloon catheter was inflated distally, however the completion angiogram revealed the whole section including the stent had thrombosed. Two hundred fifty thousand (250,00) units of urokinase was administered to the patient. The patient was transferred to the intensive care unit, noted to be in considerable pain and was administered fentanyl and midazolam. No further complications were reported and the next day the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the tip detached from the catheter and thrombus occurred. Vascular access was obtained with ultrasound guidance through the right common femoral artery. The physician predilated the posterior tibial artery with multiple (2.5mm x 150mm and a 3mm x 150mm) unspecified balloon catheters with no success. The physician was able to open the proximal popliteal artery with a 5mm x 200mm unspecified balloon catheter and implanted a 6 x 150 x 130 innova stent. During the removal of the innova stent delivery system and the advancement of a 5mm x 100mm unspecified stent the tip fractured on the innova stent delivery system just outside the sheath, so the 5x100 stent was not used. A snare was used to remove the fractured portion of the innova stent delivery system from the patient. A 4 x 80 balloon catheter was inflated distally, however the completion angiogram revealed the whole section including the stent had thrombosed. 250,00 units of urokinase was administered to the patient. The patient was transferred to the intensive care unit, noted to be in considerable pain and was administered fentanyl and midazolam. No further complications were reported and the next day the patient status was stable.